Event description:
The account stated that they are seeing sporadic elevated results for patient samples generated by the architect carcinoembryonic antigen assay (cea). When samples were retested, they generated lower values. Two patient data were provided. The second patient had an initial result of 16.8 ng/ml, retested at 3.4 ng/ml. A field service engineer on sight checked the signal sub reads and noticed that the elevated results had two signal peaks. The message log was also checked and error code 1007 (unable to process test, activated read failure) was detected. The customer is concerned that in some cases, no error code was generated even though abnormal luminescence was observed. Trouble shooting found out that reaction vessel cells, lot 69060p100 and lot 69436p100 were in use while generating patient results. No impact to patient management was reported.

Event description:
A customer reported an unexpected negative reaction on 2_cell screen and capture-r ready ID (crrid) assay on the galileo. Customer did not retest the sample on the instrument.

Manufacturer narrative:
Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.